Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 53 mg/dl. Customer treated their low blood glucose via food. Customer¿s current blood glucose level was 239 mg/dl. Customer declined to troubleshoot for low blood glucose levels. Customer completed the troubleshoot process for the insulin pump and the device functioned properly. The insulin pump will not be returned for analysis.